Event description:
It was reported that the customer had issues with removing the insulin pump's battery cap. His blood glucose level was 181 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Stripped battery cap coin slot, cracked lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label, and stained end cap sticker were noted.